Event description:
The event involved a plum 360 infusion pump that was reportedly used on a patient (with a port-a cath) that had a stroke following infusion. Subsequent to the infusion, an x-ray identified air in the patient¿s port-a-cath that may have caused the stroke. The customer reported that there was patient involvement and human harm. After the complaint was originally filed, the customer reached out again to ICU medical via email stating that they believed there was no pump malfunction and that they will not be returning the pump for investigation.

Manufacturer narrative:
The device is not available for investigation. Although the pump's event logs were provided by the customer, they have yet to be reviewed.

Event description:
Additional information from the customer was received. It was reported that the patient had a stroke with serial number (sn) (B)(6) instead of the originally reported sn of (B)(6). The patient was transferred from the cancer center to the hospital and received antibiotic infusions of ceftriaxone at 1630 and azithromycin at 1830. At 1932, the first occlusion alarm asserted (error code n192) and then was cleared. Another n192 error code repeated a few seconds later and then a n186 occlusion alarm was generated after 15 seconds more. It was unclear if the event occurred during this infusion or after it was completed, but at some point the patient deteriorated and had a stroke. Xray of the implanted port showed a significant amount of air in the internal catheter of the port. The customer believes that this patient had a stroke as a result of an air embolism that originated in the implanted port. The customer further stated that they do not believe the pump was the cause of the event and there were other circumstances (unrelated to the pump) that may have contributed to the event. Air in the distal end of the tubing was not noted in the event report. The pump was not sequestered by the facility.

Manufacturer narrative:
The start date and end date for the section d10 concomitant product unspecified port-a-cath, MFR unk is 2021-12-15 versus 2021-01-15 as originally reported.

Manufacturer narrative:
A historical review of the customer repair/service history for the device in question did not reveal any service or complaint activity documented during the previous 12 months. The device was not returned for further testing. However, further investigation of the event history logs for the device was conducted. The event history for ceftriaxone was reviewed. The clinical care area (cca) pump setting was as follows: ¿ed¿ ¿ (B)(6) 2021 @ 16:24:31 = line a ¿ auto-programmed received. ¿ (B)(6) 2021 @ 16:25:09 = line a ¿ auto-program accepted and programmed ceftriaxone (1000 mg / 100 ml), vtbi 100 ml @ 200 ml/hr for 30 min. ¿ (B)(6) 2021 @ 16:52:42 = delivery stopped by n232 proximal air in line a alarm after delivering 92.0 ml over 27:33 min:ss for effective rate of 220.4 ml/hr. ¿ (B)(6) 2021 @ 16:54:42 = no action alarm raised after 2 min with no action yet taken on the prox air alarm. ¿ no further entries were identified; therefore, there was no indication of any attempt to restart the pump and to try to deliver the remaining programmed vtbi. The event history for azithromycin was reviewed. The clinical care area (cca) pump setting was as follows: ¿ed¿ ¿ (B)(6) 2021 @ 18:36:22 = line a ¿ programmed azithromycin (500 mg / 250 ml), vtbi 250 ml @ 250 ml/hr for 1 hr. ¿ (B)(6) 2021 @ 19:31:51 to 19:32:13 = delivery stopped by n192 distal occlusion alarm for 0:22 sec then manually restarted. ¿ (B)(6) 2021 @ 19:32:23 to 19:32:33 = delivery stopped by n192 distal occlusion alarm for 0:10 sec then manually restarted. ¿ (B)(6) 2021 @ 19:32:41 to 19:32:52 = delivery stopped by n192 distal occlusion alarm for 0:09 sec then manually restarted. ¿ (B)(6) 2021 @ 19:33:01 = delivery stopped by n192 distal occlusion alarm after delivering 233.4 ml over 55:58 min:ss of actual infusion activity for effective rate of 250.2 ml/hr. ¿ (B)(6) 2021 @ 19:33:30 = pump powered off. ¿ no further entries were identified; therefore there was no indication of any attempt to restart and try to deliver the remaining programmed vtbi. In conclusion, the pump performed correctly per design. As a result of a review of the event history logs, the distal occlusions appear to have cleared easily (given the short amount of time before manual restart). There was no indication of air reaching the distal line. Therefore, the complaint has not been confirmed.